Event description:
Hill-rom received a report from the account stating the bed would not place a nurse call. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Hill-rom technical support found the nurse call not activated. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account activated the nurse call to resolve the issue. Based on this information, no further action is required.